Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the staff was able to hear air blowing from the top of the trocar where an instrument is inserted. A 5mm instrument was being used and the amount of torque is normal, there was no excessive torque. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2012. Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Gas rate at 40ml/min, volume at 15. Were you able to identify where the leak was coming from? Top where you insert instrument. Was a device inserted in the trocar during the leaking? If so, what device? Grasper. Was any torque being applied to the trocar or device? Normal torque nothing excessive.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.